Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The hc return instrument test / evaluation (rite) electrical test failed specifications due to failed ground bond performance specification. The rite electrical test was not confirmed by review of the logs but was confirmed due to the failure. Continuity was measured between power entry module and doorpost; ground bus resistance indicated an issue with the ground bus in the device. Internal/external inspection found no issues. The cause of the rite electrical test failure of ground bond failed performance specification was determined to be a poor connection between the door post and door frame. A service history review (shr) revealed that no issues were identified that may have contributed to the issue of failed ground bond test. The door post will be scrapped during servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A baxter service technician found that a homechoice system failed the performance specification due to a ground bond test failure.